Event description:
It was reported that t:slim x2 pump battery would not charge even though customer was using tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to leave wall adapter plugged into a known working outlet for at least 30 minutes, and on follow-up pump began charging using original charging supplies, pump did not shut down or lose power, and no further assistance was required.